Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation found heavy circular scratches around the outside diameter at the distal end of the shaft and chipped. The probable cause is when the matting metal parts were activated. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9597-10 angled reamer sleeve, and an ar-9676 drive shaft are fused together. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation found heavy circular scratches around the outside diameter at the distal end of the shaft and chipped. The most likely cause for the reported failure can be attributed to wear and tear. H6, h10.